Manufacturer narrative:
Pre-analytical and instrument data were evaluated and analyzed. The alarm trace had multiple calibration errors and abnormal aspiration alarms on the date of the event, around the time the sample was processed. The field service engineer noted the sipper probe to be misaligned. He aligned this probe and adjusted the detection rod. Priming and other precision tests were performed on the system. Calibration and qc were monitored and were within normal ranges. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys tsh assay on a cobas 8000 e 801 module. The user reran patient samples that were processed prior to the repair of a hardware issue on their cobas 8000 e 801 module. Several assays were affected but the user only provided the results for tsh. The patient samples were rerun on their other cobas 8000 e 801 module and he obtained different results. Patient 1: (B)(6) had an initial tsh result of 5.8 uiu/l. The repeat result was 0.91 uiu/l. Patient 2: (B)(6) had an initial tsh result of 1.32 uiu/l. The repeat result was 6.79 uiu/l. The questionable results were reported outside the laboratory. The repeat results were deemed to be correct. The tsh reagent lot number and expiration date were asked but not provided.